Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-02972; 1627487-2022-02973; 1627487-2022-02974; and 1627487-2022-02975. It was reported the patient experienced pain at the ipg and lead site. Reprogramming and stimulation breaks did not resolve the issue. The pain from the implants overwhelmed any pain relief patient was receiving from the system. As a result, surgical intervention occurred wherein the system was explanted to address the issue.